Event description:
It was reported the pt was not receiving adequate pain coverage from her scs system. In addition, the pt was experiencing rib stimulation. It was also reported the pt had a bulge around the lead anchor site. The pt advised she had fallen in (B)(6) 2010. X-ray imagery showed no anomalies. Reprogramming initially resolved the issue. Follow up info revealed the pt's lead had migrated. The physician performed surgical intervention to adjust the location of the lead. The pt was reprogrammed at the post-operative appointment and reports effective coverage has been achieved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.